Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system alarm was confirmed; however, the root cause of the reported event was isolated to the centrimag 2nd generation primary console (serial number: (B)(6)) associated with this centrimag motor and is addressed via the console¿s investigation. A log file was downloaded from the associated centrimag 2nd generation primary console that showed events spanning approximately 7 days (03jan2023 ¿ 04jan2023, 24jan2023 ¿ 25jan2023, 27jan2023, 16may2023 ¿ 17may2023 per time stamp). Events occurring between 16may2023 ¿ 17may2023 took place during lab testing at abbott. There were no events active in the log file that would indicate an issue with the centrimag motor. The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initilal reporter phone number: (B)(6). Initial reporter email: (B)(6) previously reported MFR #: 3003306248-2023-00762. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor alarmed with an s3 error.